Event description:
It was initially reported that the pump alarm was heard and confirmed by telemetry. The alarm was due to low battery. The pump was going to be replaced due to "low battery depletion".

Manufacturer narrative:
Product ID 8709 lot# (B)(4) implanted: 2004-(B)(6) explanted: unk. (B)(4). Analysis of the pump revealed motor gear train anomaly and corrosion. The pump contained baclofen 2000 mcg/ml and was programmed to complex continuous dosing. The pump low reservoir alarm was occurring.